Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was a fracture which was likely caused during preparation for implantation of the shoulder. Concomitant medical device(s): 320-42-00, equinoxe reverse 42mm humeral liner +0; 320-10-00, equinoxe reverse tray adapter plate tray +0; 320-15-01, eq rev glenoid plate.

Event description:
As reported, approximately 2 years postop a revision r tsa, this (B)(6) y/o male¿s scapular spine fracture is reported as healed. Occurred on (B)(6) 2019 and reported as healed on (B)(6) 2021. The patient has a history of osteoarthritis, (B)(6), copd, and asthma. The case report form indicates this event is not related to devices and definitely related to the procedure. This event report was received through clinical data collection activities. Action taken: none outcome: resolved on (B)(6) 2021